Event description:
When using irrigator tip, part of tip broke off into patients femoral canal. O.r. Team was unable to get the tip when tried to irrigate. Second time using another femoral canal tip same thing happened. Md unable to get plastic pieces out of canal. Tips pushed distally in leg.